Event description:
Home pt (hp) reports switching new bag to already spiked heater line of homechoice set while troubleshooting through an alarm situation during apd treatment. Baxter technician assisted hp in ending treatment and restarting with new supplies. No pt injury or medical intervention required per rn.